Event description:
The customer called to report moisture damage after dropping the insulin pump into the drain. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage found on the electronic assembly. The insulin pump also had a scratched display window.